Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, customer re-loaded a previously used cartridge with insulin to address the issue. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was 80 mg/dl.